Manufacturer narrative:
As reported, the patient underwent a surgical procedure to implant an optease retrievable inferior vena cava (ivc) filter for the treatment of pulmonary embolism. Medical records received indicate the patient initially presented at filter placement with intolerance to anticoagulation and pulmonary embolism. She had a mechanical fall complicated with a dvt of the lower right extremity. Xarelto was started but the patient developed a nosebleed and rectal bleeding. An optease filter placed in the femoral removal position midway between the renal veins and the iliac bifurcation. There were no procedural complications. The device was positively identified by medical records. Approximately 6 months later, the patient received an exam which showed that the patient suffered from deep venous thrombosis (dvt) in her leg. Approximately eleven months later, the patient received an exam which showed a "history of recurrent thromboembolic disease status post inferior vena cava filter placement." As a result of the malfunction of the optease filter, the patient has suffered permanent and life-threatening injuries, requiring extensive medical care and treatment. Plaintiff has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries. Per the patient profile form (ppf), there were blood clots, clotting, and/or occlusion of the ivc. The patient has recurrent thromboembolic disease post ivc filter. The patient has pain, suffering, future additional injuries, fear that the implant has moved or will move and cause injury or death. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, dvt (deep vein thrombosis) and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received from the patient profile form which indicates there were blood clots, clotting, and/or occlusion of the ivc. The patient has recurrent thromboembolic disease post ivc filter. The patient has pain, suffering, future additional injuries, fear that the implant has moved or will move and cause injury or death. Date of event is (B)(6) 2016. Medical records received indicate the patient initially presented at filter placement with intolerance to anticoagulation and pulmonary embolism. She had a mechanical fall complicated with a dvt of the lower right extremity. Xarelto was started but the patient developed a nosebleed and rectal bleeding. An optease filter placed in the femoral removal position midway between the renal veins and the iliac bifurcation. There were no procedural complications.

Manufacturer narrative:
An updated patient profile form was received that the patient's back and side constantly hurt. It is unknown if a filter removal attempt was made. No removal attempts were indicated. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent a surgical procedure to implant an optease retrievable vena cava filter for the treatment of pulmonary embolism. The device was positioned midway between the renal veins and the iliac bifurcation. The device in the patient was positively identified by medical records. On or about six months after implantation of the filter, the patient received an exam which showed that the patient suffered from deep venous thrombosis (dvt) in her leg. On or about eleven months after procedure, the patient received an exam which showed a "history of recurrent thromboembolic disease status post inferior vena cava filter placement." As a result of the malfunction of the optease filter, the patient has suffered permanent and life-threatening injuries, requiring extensive medical care and treatment. Plaintiff has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries. The product was not returned for analysis. Additionally, as the sterile lot number was not available, the device history record (DHR) review could not be performed. The optease inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant an optease retrievable vena cava filter for the treatment of pulmonary embolism. The device was positioned midway between the renal veins and the iliac bifurcation. The device in the patient was positively identified by medical records. Approximately 6 months later, the patient received an exam which showed that the patient suffered from deep venous thrombosis (dvt) in her leg. Approximately eleven months later, the patient received an exam which showed a "history of recurrent thromboembolic disease status post inferior vena cava filter placement." As a result of the malfunction of the optease filter, the patient has suffered permanent and life-threatening injuries, requiring extensive medical care and treatment. Plaintiff has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries.